Event description:
It was reported that 1 as lvp 20d 2ss cv set was misassembled, and 2 sets' tubing separated and leaked from the threads. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had several failure of the 98970 bd alaris pump infusion set." "The only details are the ¿rubber like¿ tubing separating from the blue and white piece and leaking from the threads".

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of separation was verified by visual inspection. Investigation of the submitted sample shows that the tubing separated at the lower pumping segment fitting. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause for this failure was determined to be error in the assembly process. A trend for the misassembly issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the gemini product and prevent future occurrences of this type. CAPA 1432807 was created to investigate this failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 1 as lvp 20d 2ss cv set was misassembled, and 2 sets' tubing separated and leaked from the threads. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had several failure of the 98970 bd alaris pump infusion set." "The only details are the ¿rubber like¿ tubing separating from the blue and white piece and leaking from the threads"